Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was manufactured in june 2022. However, the exact date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken and burnt cutting wire could not be determined. It is possible that the cutting wire was broken because the device was energized when it was in point contact with the tissue or distal end of the endoscope, and were close to each other. When the forceps elevator was raised, the cutting wire where the wire coating was torn may have come into contact with the distal end of the endoscope and caused an electrical discharge in the cutting wire, increasing the temperature instantly. The increase in temperature may have resulted in a broken cutting wire. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Follow up is in progress regarding the device return and additional information regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Device was reported to fail upon initial clinical use. Olympus area salesperson customer representative (rep.) Reported the cutting wire of the kd-vc631q-07203s had broken and burn in half at the distal during a therapeutic unspecified procedure. There was no patient harm, no user injury reported due to the event.